Event description:
Report received of the prepierced reseal on the y-injection port coming off during disconnection of a lifeshield connector. The customer reports that the clinician was in the process of changing a secondary tubing set that was connected into the lifeshield connector. The lifeshield connector was connected to a prepierced reseal port of the primary lifeshield tubing set. The lifeshield connector needed to be removed along with the secondary tubing. It was reported that the clinician had "clicked back and pulled" as they usually do to remove the connector. It was reported that "the connector and the entire rubber port piece came off". There was an immediate return of IV fluid that leaked out of the port. The clinician immediately clamped the tubing. The pt did experience bleed back, but there was no report of blood loss. Another staff member brought a replacement primary tubing set. The pt's peripheral IV site remained patent. It was unknown to the reporter what was infusing or which port was involved. They usually leave the connector in place for up to 72 hours. Typically, if the secondary set needs to be changed, they remove the connector along with the secondary tubing. No report of adverse patient event. Add'l pt info was requested, but further info was not available.